Event description:
The facility representative reported a device with a failure code 500:320:844:0000. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported failure code 500:320:844:0000 was confirmed during product evaluation. Inspection of the device revealed the condition was caused by a stuck "stop" key on the pump head module (phm) keypad. To correct this condition, the phm was replaced. The pump was retested and returned to the customer within specification. This issue is currently being investigated.